Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a c-section on (B)(6) 2019 and suture was used. During use, pulling off suture needle happened when sewing. Changed another one to complete the surgery. No additional information could be provided. No reported patient consequences.